Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The events of swelling, nodules, pink color, warm to touch, tender, and inflammation are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: warnings; injection site responses consist mainly of short-term inflammatory symptoms starting early after treatment and lasting = 30 days. Refer to the adverse events section for details. Precautions: patients may experience late onset adverse events with use of dermal fillers, including juvéderm volbella® xc. Refer to adverse events section for details. Adverse events: per table 1: injection site responses by severity after initial treatment occurring in > 5% of treated subjects, possible treatment site responses include: swelling, tenderness, firmness, bruising, lumps/bumps, redness, pain, discoloration, itching and dryness. Postmarket surveillance: the following reported adverse events were received from postmarket surveillance on the use of juvéderm volbella® xc for lip augmentation outside the united states and were not observed in the clinical study. These adverse events, with a frequency of 5 events or more, are listed in order of prevalence: inflammatory reaction, loss/lack of correction, hematoma, allergic reaction, infection, paresthesia, herpes, migration, angioedema, and necrosis. In many cases the symptoms resolved without any treatment. Reported treatments included the use of (in alphabetical order): analgesics, antibiotics, antihistamines, anti-viral, arnica, drainage, hyaluronidase, ice, laser treatment, massage, nsaids, steroids, and warm compress. Outcomes for these reported events ranged from resolved to ongoing at the time of last contact.

Event description:
Healthcare professional reported patient was injected to the nasolabial folds with one syringe of juvéderm vollure¿ xc and to the lips with one syringe of juvéderm volbella® xc. Approximately 3.5 months later patient developed late onset swelling and a nodule above one nasolabial fold close to the eye. Injector also reports facial swelling on the left side of the face, well above the nasolabial folds closer to the cheek and eye, and a nodule that was light pink and tender. Due to the inflammation patient was prescribed a medrol dose pack and keflex. A few days later patient was reviewed with worsening symptoms and nodules had developed in the lips and nasolabial folds. The areas are swollen, have a pink color, and are warm to touch, but no fever. Patient returned 5 days later and now has nodules all along the nasolabial folds where filler had been placed and in lips; again these were light pink, warm to touch, and inflamed. The medrol dose pack was discontinued. The next day the patient visited their primary care physician who stated they wouldn't do anything differently and referred patient back to the injector. The patient was seen by the injector the next day with more swelling and more inflammation and patient was prescribed cipro. Hyaluronidase has also been provided on 3 occasions. Symptoms have improved, but have not completed resolved. This is the same event and the same patient reported under MDR ID# 3005113652-2018-00068 (allergan complaint #(B)(4)). This is the first MDR submitted for the first suspect product, juvéderm volbella® xc.